Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the camera cable for the navigation system was damaged and required replacement. Following replacement, the reported issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cable was returned to the manufacturer for evaluation. Testing found that the cable was cut near the right lemo connector and that an open occurred in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a cranial resection, the navigation system displayed that the localizer was not connected. It was reported that the issue occurred five times while navigating. Though it interrupted the procedure, the navigation system was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.